Event description:
According to the reporter: the surgeon opened the introducer package and found the sheath was already split, and cannot be used. Another device was used to finish the port implantation procedure.

Manufacturer narrative:
(B)(4).